Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2023-05198 and 1627487-2023-05197. It was reported that the patient has a fractured lead. The ipg is needing to be charged once to twice a day and has migrated. As such, surgical intervention may occur.

Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete event information.